Manufacturer narrative:
Medtronic received the following information from a journal article entitled; aortic remodeling after thoracic endovascular aortic repair for nonacute uncomplicated type b aortic dissection nomura y, kawasaki r, koide y, okada t, yasumori k, sakamoto t, tanaka h, murakami h.  Annals of  vascular surgery. 2024 feb;99:209-216.  Doi: 10.1016/j.avsg.2023.07.111 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. A.2 & a3b average  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant and non mdt stent grafts were implanted in tevar procedures for the treatment of non acute uncomplicated type b aortic dissections in 83 patients over a 7 year period . The study aimed to evaluate the relationship between aortic diameter or timing of surgical intervention from onset and remodeling after tevar for uncomplicated nonacute tbad. 40 patients were included in the final results of the study.  The following malfunction was reported;  type ia endoleak the following serious injuries were reported;  spinal cord ischemia and subsequent paraparesis , sine, rupture , intervention  patient mortality was reported but there is no causal link that a valiant stent graft caused or contribute to any death.